Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional additionally reported "patient woke up with one breast larger than other- confirmed ultrasound for rupture", "no significant trauma.".

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified underweight, broken shell and others, crease fold and missing a piece of shell (0-25%). A microscopic analysis was performed which identified sharp broken and stress marks, near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp broken due to surgical impact and missing shell due to inconclusive. Reason for reoperation is rupture.

Manufacturer narrative:
The reason for reoperation was deflation. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "left side deflation." The device remains implanted.